Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
A family member reported that on (B)(6) 2011 the patient experienced blood glucose (bg) of 74 mg/dl with disorientation. The family member stated that the patient was treated with a glucagon injection and was taken to the hospital. A review of the pump history indicated that four boluses were delivered within minutes of each other via the audio bolus feature. The family member stated that he was unsure if the patient knew how to appropriately use this feature. He reported that the patient's bg was 205 mg/dl at the time of the call to customer support (cs). Cs concluded that the patient's bg excursion was due to use error in delivering multiple boluses in a short period of time. Cs assisted the family member in turning the audio bolus feature off. The pump is not being returned at this time; there has been no further reported incident. This complaint is being reported due to the patient's alleged hypoglycemic event while using insulin pump therapy.